Manufacturer narrative:
The subject device disposed of at the hospital.

Event description:
During procedure the physician was trying to detach a coil, pressed inzone, and received a long beep, then pressed the inzone again and after receiving the 3 beeps presumed that the coil detached. Physician pulled back the microcatheter to check under the fluoroscopy if the coil detached, but the microcatheter popped out of the aneurysm, coil was pulled into the microcatheter and prematurely detached. The coil and delivery wire were successfully removed from the patient and there was no clinical consequence noted to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
During procedure the physician was trying to detach a coil, pressed inzone, and received a long beep, then pressed the inzone again and after receiving the 3 beeps presumed that the coil detached. Physician pulled back the microcatheter to check under the fluoroscopy if the coil detached, but the microcatheter popped out of the aneurysm, coil was pulled into the microcatheter and prematurely detached. The coil and delivery wire were successfully removed from the patient and there was no clinical consequence noted to the patient due to the reported event.